Manufacturer narrative:
Mentor became aware of event details that were submitted in error in the initial report sent on 10/23/2019. The manufacturer's record evaluation (mre) was not yet completed as the initial report indicated. However, manufacturing record evaluation has since been performed, and no anomalies were found related to this complaint. On 10/30/2019, mentor also received new information regarding the events submitted in the initial report. Device information such as the lot number, serial number, expiration date, catalog number, and manufacture date are now available. This supplemental report has been updated according. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: discomfort. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction with a 650cc mentor memorygel breast implant and experienced postoperative bilateral discomfort. On (B)(6) 2019, an MRI identified a left-sided rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with unspecified breast implants. This report is for the patient's right-sided device.

Manufacturer narrative:
On 11/14/2019, mentor received an update regarding the events submitted in the initial report and first supplemental report. The patient was diagnosed with bilateral breast deformity prior to their reoperation. The patient's replacement devices were 750cc mentor memorygel breast implants (catalog number 3507504bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). Reason for device explant and/or reoperation: bilateral breast deformity. Manufacturer's reference number: (B)(4).